Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient reported to technical support during troubleshooting of a liberty select alarm that a fluid leak was observed inside the cassette housing. The patient was advised to discontinue use of the cycler and to contact the peritoneal dialysis nurse. Patient indicated that treatment would not be completed. Additional information was solicited.

Manufacturer narrative:
Plant investigation: the reported symptom (fluid leaking) was not confirmed. The reported symptom air detected in cassette warning was not confirmed. The reported symptom draining slowly was not confirmed. No fluid leaks in the test cassette during the test treatment. There are visual indications of dried fluid within the cassette compartment. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid and fluid could not be determined. The simulated treatment was performed, completed without any failures or problems. A visual inspection of the returned cycler exterior showed no sign of physical damage. Passed mushroom head check. Test positive for glucose. The voltage check passed. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."